Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction of distal end cover falling off was confirmed. Based on the results of the investigation, it was assumed that the distal end cover was used without being properly attached and dropped off due to the load during the case. It was stated that the root cause may be due to inadequate usability in the design of the distal end cover, which does not support consistent attachment or detectability of improper attachment. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): it was confirmed that sections 8.2 and 9.3 of the IFU describe how to inspect and attach the distal cover. Section 8.2 "inspection of the distal cover" should any irregularity be observed when inspecting the distal cover, do not use it. A distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the distal cover could cause patient injury. Confirm that the distal cover is free from any irregularities such as cracks, chips, pinholes, or deformation. Section -9.3 "attaching the distal cover" never use a distal cover with cracks or pinholes. Replace it with a new one. If a distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the distal cover with cracks may cause patient injury due to sharp edges. Do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover or the endoscope. These products may cause cracks in the distal cover. If a distal cover with cracks is used, it may cause patient injury such as: thermal injury from electric current leaks when performing high-frequency cauterization treatment. Gently hold the distal part of the bending section and the distal cover. Align the opening side of the distal cover with the lens side of the distal end of the endoscope. Put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover. Hold the distal part of the bending section. Pull the distal cover gently to confirm that the distal cover on the distal end of the endoscope does not slip and come off. Twist the distal cover gently in both directions and confirm that the distal cover on the distal end of the endoscope does not slip and come off. Confirm that the distal cover is free of cracks or deformation. Detailed instructions and notes on how to inspect and attach the distal cover have been added to sections 9.3 and 9.4 of the IFU. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is (B)(4) depending on the lot number used.

Event description:
It was reported that the distal cover fell off from the duodenovideoscope during an endoscopic retrograde cholangiopancreatography procedure. The procedure was completed without any additional intervention or delay. The patient was informed that the cover had fallen off and that it will be passed with their feces. There were no adverse effects to the patient as a result of the event and the event did not result in a death or serious injury. It is reasonably expected that the skilled clinicians are following standard clinical practice, which includes closely monitoring patient¿s respiratory status in a clinical setting for any untoward patient effect that is expected to be identified and addressed immediately. There is no evidence that a life-threatening event occurred, that the malfunction caused or contributed to a permanent impairment to a body structure or function, or that additional medical intervention was done to preclude permanent impairment or harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.